Event description:
It was reported that the right ventricular (rv) lead had varying impedance, pacing failure, and increased sensing integrity count (sic) which triggered a lead integrity alert (lia). The lead was tested and no anomalies detected. The implantable cardioverter defibrillator (ICD) was explanted and replaced as the physician suspected a loosened pin and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered,and the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted that the rv pacing impedance increased to 988 ohms form a 400-418 ohms range. The ventricular sensing integrity counts up to 28; with non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing. The rv lead integrity warning occurred for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in the last 60 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6935m55 lead, (B)(6) 2014. (B)(4).